Event description:
A customer reported a malfunction occurring on their pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the issue, and they were informed to contact support again if the malfunction recurred.